Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury.

Event description:
The reporter alleged that during surgical set up for a urology procedure on (B)(6) 2026, there was an unrecoverable alarm and a spare instrument bedside unit (ibsu) had to be used to allow the procedure to commence. The issue was immediately detected. The reporter confirmed no harm to patient, no significant delay to the procedure starting. No further information is available at the time of this report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury.